Event description:
Alleged event: the dura hooks are breaking easily. There was no patient involvement.

Manufacturer narrative:
(B)(4). The device sample has not been returned to the manufacturer for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Manufacturer narrative:
The device history review for the product durahook 1/4 hooks 10 pkg/bx 6 hks/pkg, lot # 01b1400057 did not show issues related to the complaint. Sample from p/n 382800 durahook 1/4 hook 10 pkg/bx 6 hks/pkg was received opened without original packaging, lot number was not confirmed. The visual inspection revealed that the rubber bands are broken. The failure mode of breaking easily as reported by the customer was confirmed; however, the root cause is considered unknown because the sample was received without packaging (loose in a bag). A review was conducted of the IFU and it was found the customer is directed to "inspect each durahook and dermahook prior to use, specifically, ensure the integrity of the elastic band. If the elastic band contains tears, splits or other damage, do not use." The MFR will continue to monitor and trend related events.